Event description:
It was reported by service report that the bed was stuck high height due to potentiometer connector pin that was not fully engaged in the connector insert. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Issue was resolved for the customer by the field tech, who corrected the position of the connector pin and verified that the bed was operating per specification.